Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: according to the results of the in-hospital investigation that followed, an air leak occurred due to a hole on the drain, but drainage was possible by sealing the hole. However, the drain have not been performing to the expected performance. No specific adverse events have occurred since then. And also, it was not performed the any particular procedure to the patient. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ what is the lot number? ¿ please perform and document the follow up attempt for product return. ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a drain was used. The nurse peeled off the drain and trocar which was adhered to each other and used it after confirming with the doctor whether it should be replaced or not. The drainage was not done properly after use, so when checked on the surface of the drain, it was found that there was a small hole. After that, the hole was sealed with tape and continued to be used, and the drain was removed on (B)(6). The patient's condition and future treatment are unknown currently. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. What is the lot number? Unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections: the device has been received at (B)(6) and will be shipped. Please check rmao. Tracking number: (B)(4). Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq): (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: complaint sample review: one complaint sample of partial drain (without any trocar) was received for evaluation, product was inspected visually, below were detailed findings: 1. A chip-off mark on the upper surface of the drain was visible. 2. A crack on the drain nearby its separation surface was also observed. Review of defective sample's image / video: two pictures of partial drain were received, where a lot of blood traces were visible, along with a chip-off mark on the drain in second picture. It is suspected that the drain might have used differently at user end, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. Documents review: not applicable, as lot number of the complaint was unknown, hence, batch history review was not performed. Retention sample review: not applicable, as lot number of the complaint was unknown, hence, retention sample review was not performed. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.